Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/21/2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that a patient who undergone segmental lobectomy by video thoracoscopy, failures in the universal endocrine staplers of medtronic and echelon 60 mm of johnson & johnson. Initially the first universal endo stapler was used with two purple 60 mm reloads which worked perfectly, when the third purple 60 mm recharge passes, it presents a failure and the endo gia stapler is also damaged, for this reason a second new endo gia stapler with purple recharge is passed to the table, which is also damaged. So refills are passed 60 mm black and these are also damaged, subsequently, the doctor requests a 60 mm echelon stapler with 4 green 60 mm refills, which only stapled halfway. When requesting more refills was not possible due to their lack of existence, therefore, in order to complete the procedure, the doctor requests a third endo gia stapler with 2 black refills, of which only one of them stapled and the endo stapler is damaged again. In the end, the doctor decides to convert thoracoscopy surgery to open thoracotomy.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/10/2020. Photographic summary: one photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device from top vie and the firing trigger and jaws can be seen closed. The device is on a tyvek from product code psee60a. Based on the photo reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.